Event description:
On (B)(6) 2010, pt presented for "saline infusion sonohysterography" for evaluation of infertility utilizing the listed product. On (B)(6) 2010, the pt checked the position of her cervix and noticed a "hard object" at the cervical entrance. She removed the object, placed it in a (B)(4) bag and reported to the ER for evaluation. The piece appears to be an "adjustable acorn positioner" that holds the catheter in place and prevents leakage. The original item is not available, but another unused item from the same lot is available for evaluation. The pt suffered no adverse outcome.